Event description:
It was reported the physician was performing a knee arthroscopy to the pt's right knee using a super multivac 50 icw. After approx 20 mins of use, an electrode plate detached from the distal end of the wand, falling into the pt's joint. An arthrotomy was performed, necessitating a larger incision. The electrode was recovered from the pt's joint. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Additional MFR narrative: the pt identifier and weight were not available.